Event description:
It was reported that when the asymptomatic patient presented in the or for device change-out, externalized conductors were observed on the right ventricular lead via diagnostic imagining. The lead exhibited no electrical anomalies and remains implanted. The patient will continue with routine follow-up.